Event description:
The pt reported, their device was explanted due to infection. Follow up with the hcp indicated the date of onset of infection was four weeks after implant. Perioperative antibiotics were administered. The pt did not have meningitis. The symptoms of infection included redness, swelling and pain in the location of the device pocket. A culture was obtained which produced no growth. The pt was treated with IV and oral antibiotics and the infection resolved. The hcp reported, a risk factors for this pt prior to implant are farming, involved in heavy labor, exposure to fields, farm, cattle and chickens.

Manufacturer narrative:
.